Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the unit would di not generate an audible alarm when the spo2 value decreased. Customer indicated there was no patient harm with this event.